Event description:
It was reported that a pt underwent an endometrial thermal ablation procedure on (B) (6)2010. During the procedure, the device would not reach therapy temperature to begin the procedure. The heating cycle was restarted four times and all were unsuccessful. The procedure was then aborted. The doctor used additional amounts of d5w to get to the pressure up with each attempt to perform the procedure. Up to 80cc of d5w were used on the last attempt. The pt developed a high fever. The pt was admitted to the hospital on (B) (6) 2010 and was diagnosed with endometritis/uterine abscess. The pt underwent a dilation and curettage to remove necrotic tissue and antibiotic therapy was administered. The pt was discharged home on (B) (6) 2010 and was doing fine.

Manufacturer narrative:
(B) (4). (B) (4). Endometritis. Conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch mfg records was conducted and the batch met all finished goods release criteria.